Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a temperature alarm occurred when pump was connected to a power source. Reportedly, the pump felt hot. The customer reported a blood glucose (bg) level of 300 (mg/dl) and delivered a manual injection.